Event description:
It was reported that the insulin pump alarmed motor error when attempting to enter a bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence on the insulin pump. Customer's blood glucose reading at the time of the call was 15.3 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, cracked belt clip slot and minor scratches lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.